Manufacturer narrative:
(B)(4). Additional information: medwatch #2210968-2019-88519 was initially sent on 10/9/2019 and reached ack2 on 10/9/2019. Intermittent failure occurred at the cdrh system between (B)(6). On 10/18/2019 we received an error message: there is a duplicate report. Additional evaluation summary: the actual sample was received for evaluation. A fracture was observed in the body of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2019 and suture was used. During continuous suturing on the fascia for closing the port site, the needle was broken at the swage part. Further details are not provided. There were no adverse consequences to the patient.